Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer initially reported the blade came off blade handle during incision resulting in the patient's lip being cut. On (B)(6) 2011 - the doctors surgical assistant reports that the oral surgeon was making an incision near the wisdom tooth. (Right upper mouth, third molar). When removing the knife handle with blade from the mouth, the blade slipped off and lacerated an area next to the lip on the patients face, approximately three fourths inches long. The doctor applied steri-strips to approximate the wound. The assistant said the doctor had used the same knife handle on the other side of the mouth with no problems; he removed that blade and placed the new one on the handle before working on the right side of the mouth.